Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted photo of the explanted heartmate 3 left ventricular assist system (lvas), serial number (B)(6), demonstrated a crease in the outflow graft; however, a specific cause for the crease in the outflow graft of the explanted device could not be conclusively determined, and it was unable to be determined through the submitted photo alone if the crease in the outflow graft was present during support. It was reported that the device was operating as intended at the time of the heart transplant, and no alarms prior to the transplant were noted. (B)(6) was explanted on (B)(6) 2021 as the patient received a heart transplant that was reportedly not due to a device-related issue. It was also reported that the device operated as intended. Upon examination of (B)(6) by the account, however, it was reported that obstruction of the outflow graft was found with a ¿clot¿ between the outflow graft and outflow graft bend relief, outside of the blood flow path. A photo of the pump was submitted; however, any diagnostic images that might have been taken prior to the heart transplant would not be provided by the account reportedly due to internal center policies and the health insurance portability and accountability act (hipaa). The submitted photo of mlp-008132 showed the pump with the pump cable severed approximately 8¿ from the pump header. Approximately 1¿ of the sealed outflow graft was attached to the pump cover outlet port with approximately 1¿ of the sealed outflow graft bend relief over the outflow graft. The apical cuff appeared to be in place. From the submitted photo, no depositions were noted within the lumen of the outflow graft or inlet extension. At the distal end of the approximately 1¿ outflow graft, it was noted that the graft was creased with tissue between the graft and outflow graft bend relief. A specific cause for the crease in the outflow graft of the explanted device could not be conclusively determined, and it was unable to be determined through the submitted photo alone if the crease in the outflow graft was present during support. It was reported that the device was operating as intended at the time of the heart transplant, and no alarms prior to the transplant were reported. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18oct2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outflow graft had a "dissection" with clot in a false lumen which developed between the cloth conduit and plastic sheath of the proximal outflow cannula. The obstruction was found upon pump explant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient underwent routine heart transplant on (B)(6) 2021. However, images were submitted of the pump demonstrated outflow graft obstruction of a portion of the outflow graft beneath the outflow graft bend relief that did not appear to be associated with an outflow graft twist.